Event description:
During a tmj reconciliation, it was identified that tmj tracking cards were received at biomet indicating the implants were explanted.

Manufacturer narrative:
This is file two of two for the same event, see also 1032347-2014-00155-1.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.